Event description:
Additional information received reported the cause of the event was the catheter. There was an occlusion at the distal end of the catheter. A magnetic resonance image (MRI) was done on (B)(6). A catheter dye study was done the same day and the health care provider attempted, but was unable to aspirate or flush the catheter. The catheter was explanted. The patient experienced narcotic withdrawal and required hospitalization. As of the date of this report the plan was to replace the catheter in the future and change the drug in the pump to morphine. The patient outcome was listed as "serious injury/illness - recovered without sequelae".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient was being evaluated for a granuloma. It was unconfirmed at the time of this report. It was reported "we're just getting ready to start a revision." The device system was used to deliver dilaudid. It was later reported the patient's catheter and granuloma were removed on (B)(6) 2013. The granuloma was found because, the patient did not have any pain relief. It was noted, the patient did not experience any neurological side effects. The pump was placed on minimum rate at that time. It was reported, the patient was currently in recovery mode and was on oral medications. The plan was to implant another catheter once the granuloma resolved. Additional information has been requested, but was not available as of the date of this report.